Manufacturer narrative:
Date sent to FDA: 8/18/2020. Additional b5 narrative: it was reported that the patient experienced recurrent hernia following the surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent ventral hernia repair surgery on (B)(6) 2013 during which the surgeon noted the previously placed mesh retracted and resulted in abdominal wall defect. It was reported that the patient experienced severe pain, mesh retraction, inflammation, recurrence, scarring, bulging, loss of appetite and stress and anxiety. No additional information was provided.